Event description:
Customer reported that there was damage to pump housing, specifically around the usb port, which affected the ability to charge the pump, although it had not caused the pump to shut down. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent, advised the customer to return the damaged pump using a prepaid label, and provided instructions on managing storage mode and updates with the new device.